Event description:
The customer called stated leakage occurred on the transfer guard of the reservoir. It was indicated that the customer had the same anomaly with a few other reservoirs. The customer was advised to return the product and replacements will be sent.